Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to our bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "the patient was receiving propofol 20 mg/ml infusion and suddenly the pump gave a "too many drops" alarm".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was visually and functionally examined. The sample was in a good condition, it showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The device was tested with the attached glas bottle, when the air vent of the disposable is used open and closed, the reported error pattern was reproducible. However, this was only possible while using the device not according to the IFU. No damages were discovered inside the device. While using the pump correctly like described it operated as intended and the reported failure could not be reproduced. Wrong handling caused this complaint